Event description:
It was reported that as soon as the implant was fired, both the anchors came out of the device in one go. No patient injury was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.